Event description:
Customer reported being admitted to the hospital for 2 days for treatment of hyperglycemia. She indicated she was treated with insulin. At the time of the event her meter was not available for use due to an e-9 error that indicates that the battery in the meter needs to be replaced. Customer declined to provide details regarding how long the e- 9 error had been occurring or as to when she last attempted to test with the meter in regards to the incident. Requested return of device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.